Manufacturer narrative:
(B)(4). Actual device was not returned. An investigation was completed based on the accuview graph study results. Following review of the study abnormal high ph readings were identified. Thus, the investigation identified the root cause of the reported event to be suspected capsule failure.

Event description:
According to the customer the bravo ph showed high ph readings. The customer had to repeat the bravo ph study.